Event description:
The unit was placed in the antecubital area. The needle then separated from the stylet upon activation of the safety device.

Manufacturer narrative:
The samples have been requested and a supplemental report will be submitted if the samples are received.